Manufacturer narrative:
Concomitant medical products: patient medications include but are not limited to: patient was on levothyroxine, bisoprolol, amiodarone, amlodipine, aspirin, lisinopril, simvastatin, and hydrochlorothiazide. (B)(4). As no product problem deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 2017233-2015-00871 was submitted in error, and is hereby retracted.

Event description:
It was reported the patient's death is not attributed to any deficiency of the conformable gore tag thoracic endoprostheses implanted. The death is attributed solely to the extensive co-morbidities for the patient.

Manufacturer narrative:
The gore® tag® endoprosthesis instructions for use (IFU) states: complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: neurologic damage, local or systemic (e.g., stroke, paraplegia, death. A review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
On (B)(6) 2015, this patient underwent treatment for a thoracoabdominal aortic aneurysm and was implanted with a conformable gore tag thoracic endoprosthesis in zone 4 of the distal descending thoracic aorta. Additionally, the superior mesenteric artery was stented with a covered stent. The patient suffered cardiac arrest during the procedure, and despite cardio pulmonary resuscitation (CPR) attempts, the patient expired. It is unknown if the patient's co-morbidities contributed to the cardiac arrest.